Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The up arrow button was not responding properly. Her blood glucose level was 121 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.